Event description:
During a clinic follow up, premature battery depletion and potential overestimation of the device longevity by the programmer was suspected on the device. The device was explanted and replaced to resolve the event and the patient was stable following the procedure.

Manufacturer narrative:
Additional information: upon receipt, the device was interrogated using a programmer and a device image and programmer printouts were obtained. Visual inspection of the device did not find any anomalies. The device had reached eri and was found to be within estimated longevity. Bench testing was performed and the device was found to be normal. No device anomaly was found. The reported event of premature depletion was not confirmed.